Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient´s daughter noticed the patient was not acting right, seemed out of it, and was not talking. When a fingerstick was taken the cgm was reading around 200 mg/dl and the blood glucose reading was 520 mg/dl. An ambulance was called, intravenous treatment was given, and the patient was brought to the hospital. The patient would have experienced diabetic ketoacidosis. The patient was at the hospital for a total of 4 days. Where they patient was discharged on the same day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.